Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found from this patient regarding the cassette product been delivered. Since the complaint sample is not available for evaluation neither photo or videos were provided for evaluation and device history record (DHR) review was not performed since the lot number is unknown and no information was found, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cycler after ending a patient¿s pd treatment at a hospital. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient had blood in the lines and blood leaked into the cassette area. A new cycler was issued to the hospital. Upon follow up, the pdrn stated the cassette leaked bloody peritoneal fluid into the machine when the cassette was being removed after treatment had been completed. The blood leaked from the back of the cassette into the machine. The patient was not on the cycler when the leaking was noticed. The leak occurred as the cassette was being removed post treatment. The peritoneal fluid was blood due to recent right sided nephrectomy and umbilical hernia repair the previous night. The peritoneal fluid was grossly bloody due to the recent abdominal surgery. The patient had completed treatment. The blood leak returned after the cycler had been returned to the unit for breakdown and cleaning. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hospital has received a new cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cycler after ending a patient¿s pd treatment at a hospital. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient had blood in the lines and blood leaked into the cassette area. A new cycler was issued to the hospital. Upon follow up, the pdrn stated the cassette leaked bloody peritoneal fluid into the machine when the cassette was being removed after treatment had been completed. The blood leaked from the back of the cassette into the machine. The patient was not on the cycler when the leaking was noticed. The leak occurred as the cassette was being removed post treatment. The peritoneal fluid was blood due to recent right sided nephrectomy and umbilical hernia repair the previous night. The peritoneal fluid was grossly bloody due to the recent abdominal surgery. The patient had completed treatment. The blood leak returned after the cycler had been returned to the unit for breakdown and cleaning. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hospital has received a new cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cycler after ending a patient¿s pd treatment at a hospital. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient had blood in the lines and blood leaked into the cassette area. A new cycler was issued to the hospital. Upon follow up, the pdrn stated the cassette leaked bloody peritoneal fluid into the machine when the cassette was being removed after treatment had been completed. The blood leaked from the back of the cassette into the machine. The patient was not on the cycler when the leaking was noticed. The leak occurred as the cassette was being removed post treatment. The peritoneal fluid was blood due to recent right sided nephrectomy and umbilical hernia repair the previous night. The peritoneal fluid was grossly bloody due to the recent abdominal surgery. The patient had completed treatment. The blood leak returned after the cycler had been returned to the unit for breakdown and cleaning. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hospital has received a new cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.